Event description:
Customer stated, "her husband heard a pop, then the pad quit working". The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator determined the customer was wrapping the cord during use which cause strain on the cord. The strain caused the wires started coming out of the pad. There was a cut on the pad and cord that was caused by the customer. When investigator opened the unit there was a glue type residue inside where the cut was made on the pad. It appears the customer attempted to fix the unit before returning it to bce and the cord was cut in the process.